Event description:
During a liver resection procedure, there was a failure of the subject device. It was reported that the probe did not fracture in the patient. The subject device was replaced and the procedure was completed. There was no patient harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the probe broke down at 15mm from the distal end. The fragment of the probe was not returned. There was a contact mark of the probe and jaw where the probe was broken off. The shape of the fracture surface showed that the fracture developed from the contact mark as the starting point. The manufacturing history was reviewed, with no irregularities noted. Based on the analysis result above, since the device was grasping a thick and hard tissue and activated while twisting the tissue, the probe and jaw came into contact with each other. That caused a scratch on the device. After that, since the physician continued to use the device, the crack occurred and the probe damage error displayed. The physician withdrew the subject device as directed. Consequently, during cleaning/checking the device outside the patient's body, the probe broke due to the stress caused by touching physically. The instruction manual of thunderbeat mentions warning and caution for possible mishandling mentioned above. This report is being submitted as a medical device report in an abundance of caution.